Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with peritonitis due to touch contamination and being hospitalised from (B)(6) 2014. The patient was found to have broken aseptic technique by coughing on her hands during set-up of treatment. The patient was treated with vancomycin and has been able to resume cycler-dependent pd treatment with no further issue. Medical record have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.